Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 428 mg/dl. Customer had over 300 mg/dl when he woke up but when he was going sleep, his blood glucose reading was 120 mg/dl. Customer stated the cannula was not bent. Customer declined troubleshooting for high blood glucose reading. Customer injected insulin more than normal. Customer reported event was resolved by changing the infusion set and reservoir. Products will not be returning for analysis.